Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient implanted with a neurostimulator. It was reported that after the patient was implanted a manufacturer representative (rep) had told the patient that they were at a low setting and that they should increase amplitude when they get home until it was strong but comfortable. It was indicated that the patient increased it when they got home but they did not feel anything. The patient still had the same symptoms and increased again but was still not feeling anything. It was noted that on the day of report the patient was sitting in a chair and moved a certain way, crossed their legs, and all of a sudden they felt it really bad and started screaming because it was too much for them. The amplitude was decreased down to 2.6 and the family member was advised to keep the amplitude decreased to a setting that was comfortable for the patient when sitting with crossed legs to make sure the patient does not experience overstimulation. It was indicated that the patient had not received therapeutic benefit and that the therapy was helping a little but not as well as the trial did. It was advised to have the patient follow up with their healthcare professional (hcp). No further complications were reported or were expected.